Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): helix disengaged from helical channel, and blood was found on the distal conductor and helix; the analyst noted that the helix has been over-retracted, which most likely contributed to the helix issue; full lead returned and analyzed.

Event description:
It was reported that during implant attempt of the right ventricular lead, the helix would not fully deploy. Multiple positions of the lead were attempted, but the helix did not fully deploy with 20 turns. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood was found on the distal conductor and helix; the analyst noted that the helix has been over-retracted, which most likely contributed to the helix issue; full lead returned and analyzed.